Manufacturer narrative:
Device was not evaluated because it was not returned to manufacturer. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. The results of tests performed on the device during the manufacturing comply with specifications. The ligapass was implanted in the extremity of the construct and ligaspass system is not indicated for the implantation in the extremity of the construct. Instructions for use warn the "ligapass system must not be implanted in the extremities of the construct." Conclusion" implant was used off label. Implants used in surgery included b08100001, 12c0236, expiration date: 2017-05; b08100001, 13b0214, expiration date: 2018-02. Device not returned to manufacturer.

Event description:
On (B)(6) 2013 the surgeon revised a previous ligapass case. The patient was originally thought to have been falling off the construct with proximal junctional kyphosis (pjk). The patient did not have pjk: it was because 4 bands had broken at the top of the construct. The surgeon went in and revised the construct adding new bands and supplementing the construct with titanium cables. The surgeon also decided to supplement with two dual-loop titanium wires and one single loop (right side) to help with the reduction and load sharing at the top of the construct.